Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse responded to an infusion complete alarm for an infusion of ofirmev 100 ml and noted 75% of the volume remained in the bottle. It was noted the bottle appeared to be properly hung with a bag of normal saline lower than the bottle and roller clamp open. It was also noted that some of the normal saline appeared to have infused. There was no report of patient harm.